Event description:
Customer reported that the insulin pump returned several error alarms. Customer also reported that pressing the act button caused several unusual reactions on the display screen. Customer stated that the insulin pump's battery life has been shorter than usual. Customer stated that the day before the call, he had a blood glucose level of 400 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump was unable to verify no button response anomaly, unexpected restart alarm, low battery alarm and perform displacement, basic occlusion, occlusion, prime, no delivery test due to blank display. Insulin pump received with minor scratches display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.